Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The returned device data have been analyzed. The analysis did not show any anomalies. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
The patient was being implanted to treat severe vt, vf and hf. During the implant and directly after, all parameters were normal. However, the patient was found unconscious. The physician rescued the patient and transferred him to ICU. However, the patient expired the same day. The device detected once vt and treated it successfully. The device was not returned.